Event description:
It was reported that on (B)(6) 2022 while performing a service operation it was observed a oscillation with the tome. One of the screws holding the assembly had snapped in half and the inner part was unable to be removed. The vta required to be replaced. The parts will be replaced. No other information is available.